Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed; a piece of scope was found lodged inside the scope socket and the locking mechanism was sticking intermittently.

Event description:
Olympus received a report that scopes could not be connected due to a problem with the connector. The user facility stated that something was stuck in the socket and broken off, preventing other scopes from being plugged into it. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the user was unable to connect the scope to the device due to the presence of foreign material in the output connector. As stated in the instructions for use, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."